Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl, which was addressed by eating a snack. Customer believes that low bg could be due to a settings issue and is consulting with healthcare provider regarding pump settings.